Event description:
A peritoneal dialysis patient reported that as she went to remove the cassette, she noticed the cassette had leaked in the cycler. There is no report of patient injury. There is no sample available for evaluation.